Event description:
It was reported that during central processing, the cadiere forceps was observed to have a broken tip. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint and the instrument was found to have a broken grip at the grip base. A piece approximately 0.224" x 0.64¿ was found to be broken off the yaw pulley. The broken piece was not returned. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the instrument jaws.